Event description:
A report was received that the patient's ipg was explanted due to ipg pocket pain and the implant poking him. The ipg was explanted. The device was working properly prior to the explant.